Event description:
Pt reported that after inserting the infusion set on his infusion device, the infusion began and then after a few hours, the pt realized that the insulin was leaking at the level of the infusion set above the needle, on the plaster. Pt reported having to try again 7 times before succeeding. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.